Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, there was corrosion on the j1 and j502 connectors and the jtag board. The cause of the inability to power on is the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.